Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not working and had blank display. The customer¿s blood glucose level was 188 mg/dl at the time of the incident. The customer reported that the insulin pump was exposed to moisture. Customer reported blank display after receiving new battery cap. The customer reported display was flashing. The customer reported insulin pump screen was flashing when screen was turned on after being in sleep mode. The customer was advised to revert the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted during testing. No missing segments or partial display noted during testing. Moisture damage was found on the electronic assembly during visual inspection.